Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fibers were streaked with blood residue. Coagulated blood was present between both screw flanges and potting cut surfaces, within the dialysate compartment and on the circumference of the fiber bundle. Additionally, no kinked, broken, looped or damaged fibers were noted to the complaint device. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to laboratory leak tests; no internal or external leaks noted during this testing, possibly due to the coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle noted discoloration of fibers which may have been caused by polyurethane coating of the fiber bundle. The fibers were noted to look translucent, yellow/brown in color, with a plastic-like appearance. Upon removal of the fiber bundle from the complaint device, some fibers on the circumference of the fiber bundle had adhered to the inferior wall of the dialyzer housing; as a result, some fiber broke. It is unknown if the adherence of the fibers to the dialyzer housing was due to the coagulated blood or the coating of polyurethane. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath could not isolate any source for a leak, possible due to coagulated blood. However, the presence of blood within the dialysate chamber at the both ends was visually confirmed. As such, the reported complaint of internal blood leak was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an internal dialyzer leak. Blood test strips were not used. The machine did not alarm as the patient caught the leak before it reached the blood leak detector. The patient's estimated blood loss was approximately 150cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine the following morning. The complaint device is available for evaluation by the manufacturer.